Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No clear deviation from the instructions for use was confirmed in the reprocessing questions. Based on the results of the investigation, the root cause was unable to be determined as to why the foreign material remained. A transparent grease-like foreign material was attached to the entire distal end. A chemical analysis of this foreign material detected mainly c (carbon) and o (oxygen). Based on these components and the appearance of the foreign material, we suspect that it is a hydrocarbon lubricant, but we were unable to identify it completely. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material adhered to the distal end. There were no reports of patient involvement.